Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The day after the onset, the patient was hospitalized for the event. On the same day as the hospitalization began, the patient began treatment with vancomycin (injection 1 gram stat and every fifth day, intravenously (duration not reported)) and piperacillin (injection two times per day intravenously for fourteen days (dosage not reported)) and tazobactam (4.5 grams twice a days intravenously for fourteen days) for the peritonitis. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.